Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the patient was big. Date and name of index surgical procedure?¿cardiovascular surgery but detail is unk. The diagnosis and indication for the index surgical procedure unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other) open what was the tissue condition (normal, thin, calcified, fragile, diseased) => the patient was large and had thick subcutaneous skin. Please describe any medical/surgical intervention required for this suture event including dates and results. Unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation unk. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).unk. Please provide the onset date/time of infection from the initial surgical procedure. Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure. Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation. Unk. Were cultures performed? If so, please provide the results. Unk. How much and what type of drainage is present in this wound. Unk. Were any pre-op cleansing procedures changed recently. If yes, please describe unk. Other relevant patient history/concomitant medications unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event => the cause of the infection is unknown. What is the patient's current status no problem. Lot numbers unk. The surgeon was unwilling to tell us the detail because the cause of infection was not obvious. I certify that all information that are known/available has been disclosed.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and barbed suture was used on the fascia. In the ward / ICU, an infection occurred. The cause of the infection was unknown. A subcutaneous drain was placed because the patient was large and had thick subcutaneous skin. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot numbers? Related medwatch reports: 2210968-2023-05508, 2210968-2023-05509.